Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The service representative adjusted the sample pipette, cleaned the sippers on both modules, replaced the vacuum nozzle, and decontaminated both circuits and the connection between the sample syringe and the pipette. The external water supply was checked. The gear pump head was replaced. The ise checks, calibrations, and qc were acceptable on both modules.

Event description:
The initial reporter questioned low results for multiple patient samples tested for sodium (na) on a cobas 8000 cobas ise module (double). Of the data provided, the results for 6 patient samples were discrepant. Patient 1 initial result from ise module 1 was 134 mmol/l. The repeat result from ise module 2 was 142 mmol/l. Patient 2 initial result from ise module 1 was 133 mmol/l. The repeat result from an unspecified blood gas instrument was 139 mmol/l. The repeat result from ise module 2 was 135 mmol/l. Patient 3 initial result from ise module 1 was 132 mmol/l. The repeat result from an unspecified blood gas instrument was 142 mmol/l. The repeat result from ise module 2 was 139 mmol/l. Patient 4 initial result ise module 1 was 134 mmol/l. The repeat result from an unspecified blood gas instrument was 141 mmol/l. The repeat result from ise module 2 was 138 mmol/l. Patient 5 initial result from ise module 1 was 132 mmol/l. The repeat result from an unspecified blood gas instrument was 140 mmol/l. The repeat result from ise module 2 was 137 mmol/l. Patient 6 initial result from ise module 1 was 132 mmol/l. The repeat result from an unspecified blood gas instrument was 147 mmol/l. The repeat result from ise module 2 was 137 mmol/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
Discrepant results for 2 additional patient samples tested for na and potassium (k) were provided. These discrepant results occurred prior to the service visit. Section b3 was updated. Section b7 was updated. The serial number for ise module 2 was (B)(6). Sample ID (B)(4).1: on (B)(6) 2023 the initial k result from ise module 2 was 4.81 mmol/l. The initial na result from this same analyzer was 134 mmol/l. On (B)(6) 2023 the repeat k result from the ise module 1 was 5.85 mmol/l and the repeat na result was 154 mmol/l. Sample (B)(4).1: on (B)(6) 2023 the initial k result from ise module 2 was 3.60 mmol/l. The initial na result from this same analyzer was 135 mmol/l. On (B)(6) 2023 the repeat k result from the ise module 1 was 30.98 mmol/l and the repeat na result was 141 mmol/l. The customer did not complain of any further issues after the service visit. The service actions resolved the issue. The specific cause of the event could not be determined.